Event description:
A notification was received that a patella revision left knee (saiph) was planned for (B)(6) 2019. (B)(4).

Manufacturer narrative:
Notification was received that a saiph patella revision left knee was planned for (B)(6) 2019. Additional information was requested on (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019 it was confirmed that the 30mm patella had been explanted and a 26mm patella 190-111 lot 214300 (exp date (B)(6) 2025) had been successfully implanted. The device history record relating to the manufacture of part 190-112 lot 216967 was performed which confirmed that no nonconforming product was released.

Manufacturer narrative:
Notification was received that a saiph patella revision left knee was planned for (B)(6) 2019. Additional information was requested on (B)(6) 2019. On (B)(6) 2019 it was confirmed that the 30mm patella had been explanted and a 26mm patella 190-111, lot 214300 (exp date 2025-11-01) had been successfully implanted. The device history record relating to the manufacture of part 190-112, lot 216967 was performed which confirmed that no non-conforming product was released.

Event description:
A notification was received that a patella revision left knee (saiph) was planned for (B)(6) 2019. (B)(4).